Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were received and reviewed. The patient is reported to be super, morbidly obese; among other conditions, it is known that excessive patient weight tends to adversely affect the overall success of replacement implants. It is not known to what extent, if any, that issue may have contributed to the patient problems reported. It is also not known to what extent, if any, component positioning may have contributed to the patient problems reported. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial subsidence and loosening. Loosening occurred at the bone/cement and cement/implant interface. Cement manufacturer is unknown.